Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of the catheter implanted in the patient, with a clinician holding the catheter where a partial break is visible. A forceps is positioned near the incision site on the patient¿s body. Therefore, the investigation is confirmed for the reported fracture, suction issue, fluid leak and difficult to flush issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with colon cancer underwent an implantable port placement procedure using the MRI powerport isp. The surgery was uneventful, and postoperative imaging confirmed the catheter tip at the inferior border of t6. 3 months and 13 days post procedure, during routine care the nurse was unable to draw blood, raising suspicion of catheter malfunction. Reportedly, there was leaks, near the puncture point. Additionally, there was issues with infusion too and port was subsequently removed, and a fractured catheter was discovered. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient diagnosed with colon cancer underwent an implantable port placement procedure using the MRI powerport isp. The surgery was uneventful, and postoperative imaging confirmed the catheter tip at the inferior border of t6. 3 months and 13 days post procedure, during routine care the nurse was unable to draw blood, raising suspicion of catheter malfunction. Reportedly, there was leaks, near the puncture point. Additionally, there was issues with infusion too and port was subsequently removed, and a fractured catheter was discovered. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.